Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal vip device was returned for evaluation. The arteriotomy locator mated returned with the hemostasis sheath. An unused and packaged carrier tube assembly was returned as well. Visual inspection revealed that the arteriotomy locator was found to be mated with the hemostasis sheath. There were no anomalies or deformation damaged noted on the hemostasis sheath. There were no signs of use of the device. No other anomalies were noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used during the same procedure see MDR 3013394970-2019-00497.

Event description:
The user facility reported that the angio-seal package was opened and upon inspection the sheath was found to be kinked. The device was not used, and a new angio-seal device was used. The procedure being performed prior to the use of the angio-seal was a percutaneous coronary intervention. The patient was reported to be in stable condition. The procedure outcome was successful. There were no other devices or equipment being used with the reported product.